Manufacturer narrative:
Section d10 and h3: additional information - the controller was not returned for evaluation, however, the backup battery that was in use at the time of the event was returned. Manufacturer's investigation conclusion: the reported backup battery fault alarm was not confirmed through this analysis. There was no log file submitted for review with this event. The returned 11v li-ion backup battery, serial number: (B)(6), was returned to edc and was functionally tested. During testing, the backup battery was found to operate as intended during analysis. The test controller and battery performed load tests and it passed each time without issue. Provided information indicated that there have been no further reported issues since the controller was exchanged; the controller remains in use as the patient's backup controller. The root cause for the reported event was unable to be determined through this analysis. Complaint data is reviewed periodically per the quality data review. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into site management review and/or CAPA requests. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including backup battery alarms. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had an internal backup battery fault which was resolved by controller exchange.